Event description:
It was reported that the customer¿s ilet experienced charging difficulties, in which the pump would not charge on the pad unless the pump was held down or the pump and charger were held vertically, and the issue persisted after a replacement charging pad was provided. Symptoms included no adverse clinical effects. Outcomes included replacement of the ilet and successful return of the original device. Investigation included customer troubleshooting guidance, shipping of a replacement charger, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.